Manufacturer narrative:
Results: one used sample with a paper top web from the lot number 6168876 was returned for evaluation. A visual/microscopic inspection revealed that the needle was not retracted into the safety barrel and the button was not depressed. The spring was also observed to be missing from the unit. A simulated use test was performed by pushing out and pressing the white safety activation button and the needle did not retract into the safety barrel. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6168876. Conclusion: although the returned unit provided for evaluation revealed the spring was missing and this would disable the needle from retracting, an absolute root cause for this incident cannot be determined. A formal corrective action will not be initiated at this time, however a formal work session is scheduled for the end of the month of february 2017 with the aim to address the fault acknowledgement systems. The fault acknowledgement systems help detect hub damage or bound/missing spring which contribute to needle retraction failures.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that safety mechanism of a 22g x 1 in. (0.9 x 25 mm) bd insyte¿ autoguard¿ shielded IV catheter failed during use and the spring was missing. There was no report of injury or medical intervention.